Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the monopolar curved scissors tip of the scissors was stuck. It was reported the instrument had non-intuitive motion. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system and passed the recognition an engagement test. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument cut 3 of 3 attempts. The instrument was fully functional. No product issue was identified.